Event description:
It was reported that patient enrolled in a clinical study underwent a right femoral resurfacing procedure on (B)(6) 2011. During post-operative monitoring, unspecified surgical complications were noted on (B)(6) 2011. These findings were found due to follow up monitoring, there were no symptoms reported by the patient. There has been no reported revision procedure to date. A review of the invoice history confirmed the surgery date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced unspecified complications, noted on (B)(6) 2011. There has been no reported revision procedure. A review of the invoice history confirmed the surgery date. Additional information received revealed the unspecified complications were not due to the initial procedure or to patient health condition. The patient was taking a blood thinner and developed a hematoma due to that. Treatment - transfused two units, stopped anticoags.

Manufacturer narrative:
Event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2011. Subsequently, the patient experienced unspecified complications, noted on (B)(6) 2011. There has been no reported revision procedure. A review of the invoice history confirmed the surgery date.